Manufacturer narrative:
A fractured abutment had led to the implant being no longer restorable and will be removed. Dentsply sirona implants is not the manufacturer of the fractured abutment that caused the event updated product and catalog name. Product code was also updated. New verbiage added to h10. "A fractured abutment had led to the implant being no longer restorable and will be removed. Dentsply sirona implants is not the manufacturer of the fractured abutment that caused the event."

Manufacturer narrative:
1924//4627//4075//-//4112//180//22. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4621. Medical device problem code - 1260. Investigation findings code - 3252. The physical investigation of the returned items revealed that no fracture had occurred. The correct codes for this complaint are: medical device problem code - 4075, investigation findings code - 180, this is a follow up report to correct these/this code(s).

Event description:
It was reported that a patient experienced a dental implant loss due to screw fracture - customer ordered rescue service, rescue service by dr. Was not successful.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.